Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The device error logs were cleared by the end user prior to device being returned.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.